Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
Concomitant medical product: - stemmed tibial component fixed bearing precoat for cemented use only size 4 catalog# 00595003702 lot# 60790432, articular surface with insert and locking screw use with lps/lps-flex 51 or 52 suffix femorals size ef 17 mm height catalog# 00596203217 lot# 60727829.

Manufacturer narrative:
This follow-up report is being filed to update information, which was not available at the time of initial follow up, and correct information. Device was not returned so no product evaluation could be conducted. Device history records were reviewed and no related deviations or discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.